Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The reported information indicates the dislodgement was likely due to the rapid pacing and increase in the blood pressure.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post implant balloon aortic v alvuloplasty (bav) was performed due to an increased gradient. During the bav, the valve dislodged and was left in the ascending aorta. A second valve was implanted valve-in-valve with a resultant mild gradient. It was reported that the dislodgement was likely due to the rapid pacing and increase in the blood pressure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.